Event description:
It was reported the patient lost the recharger approximately 10 months ago and recently notified the manufacturer representative for the first time. The stimulator was overdischarged. The representative performed three trickle charges or physician mode recharges (pmr). The patient was able to resume normal recharging. Once a 25% charge level was achieved, the representative interrogated the battery to reset the power on reset (por) condition and check impedances. Impedances were >3600 ohms indicating a disruption in the lead/extension system. The patient did not feel any stimulation using any combination of electrodes and then recalled falling after his battery had overdischarged. The physician ordered x-rays and planned to do a lead/extension revision. The patient recovered without sequela. Additional information has been requested but was not available as of the date of this report.